Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities,and progression of their underlying disease. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Root cause was stated to be related to the patients anatomy and small body habitus. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was implanted on (B)(6) 2017 into systemic right ventricle (rv). It was stated that the patient's chest was closed at the time of implant and she was taken to the unit. Patient was stated to have been on an intra-aortic balloon pump (iabp) preoperatively and remained in place at the end of the case. Augmentation was reduced to 1/4 at a rate of 1:2. Upon patient transition to the intensive care unit (ICU) flows and pulsatility continued to decrease despite multiple units of packed red blood cells (prbc's) and platelets. "Overnight the patient received aggressive intravenous (IV) fluid resuscitation and continued to have marginal "pi" and flows but is making adequate urine. Central venous oxygen saturation (scvo2) is stable near 60, being supported with "epi" drip at 7mcg/min and "ino and flolan". Iabp was removed overnight. Per surgeon's operative note "patient has had difficulties of ventricular assist device(vad) function in the absence of tamponade. I have elected to take her back to the operating room to stent the sternum to provide potentially more room for the systemic ventricle and vad to function". Patient's chest was closed on (B)(6) 2017. It was reported that the patient continues to improve, flows increased. Issues thought to be due to patient's anatomy and small body habitus. Patient was stated to be stabilized. No additional information is available.